Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a sleeve stuck in the up position in the problem area of the pipetter assembly. The fse replaced ldd springs, plunger clamp, tip clamp, tip clamp sleeve and compression spring. The instrument was inspected, tested without further problem, and returned to service.